Event description:
It was reported that during implant procedure, t-wave oversensing was observed resulting in difference in measurements of the lv threshold test between the system analyzer and the device. Programming changes were made successfully. The device was not implanted.

Manufacturer narrative:
The reported field event of t-wave oversensing was not confirmed in the laboratory. The returned device was tested on the bench and using automated test equipment; all device functions were normal. No anomalies were found and the reported t-wave oversensing could not be confirmed.